Event description:
It was reported that this implantable pacemaker's right atrial (ra) lead was not exhibiting expected behavior. Technical services (ts) was consulted and advised the electrogram (egm) provided by the health care professional (hcp) showed oversensing of myopotentials on the non-boston scientific ra lead was observed. Ts provided device optimization troubleshooting and recommended revision of the ra lead to achieve normal device behavior. The hcp advised a lead revision will be scheduled for a future date. At this time, the device and lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker's right atrial (ra) lead was not exhibiting expected behavior. Technical services (ts) was consulted and advised the electrogram (egm) provided by the health care professional (hcp) showed oversensing of myopotentials on the non-boston scientific ra lead was observed. Ts provided device optimization troubleshooting and recommended revision of the ra lead to achieve normal device behavior. The hcp advised a lead revision will be scheduled for a future date. At this time, the device and lead remain in service. No adverse patient effects were reported. Additional information was received advising the physician elected to explant and replace this implantable pacemaker. It was noted there was no additional information provided for the leads. The explanted device is expected to return for analysis. Outside of the revision, no adverse patient effects were provided.

Event description:
It was reported that this implantable pacemaker's right atrial (ra) lead was not exhibiting expected behavior. Technical services (ts) was consulted and advised the electrogram (egm) provided by the health care professional (hcp) showed oversensing of myopotentials on the non-boston scientific ra lead was observed. Ts provided device optimization troubleshooting and recommended revision of the ra lead to achieve normal device behavior. The hcp advised a lead revision will be scheduled for a future date. At this time, the device and lead remain in service. No adverse patient effects were reported. Additional information was received advising the physician elected to explant and replace this implantable pacemaker. It was noted there was no additional information provided for the leads. The explanted device is expected to return for analysis. Outside of the revision, no adverse patient effects were provided.

Manufacturer narrative:
Boston scientific has made three attempts to obtain additional information on the product return, however; no response was received. The device is not expected to be returned. If this device is returned, analysis will be performed, and reports will be updated accordingly.